Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler display was dim upon power up due to a failing inverter board transformer. An internal inspection identified the cause for the dim display to be an internal short that was present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A post-accelerated stress test 2-hour 15-minute simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a system air leak test, a valve actuation test, a patient sensor calibration check, and a load cell verification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the m75 volume error warning could not be confirmed. However, an internal short on the transformer of the inverter board was identified. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report receiving an m75 volume error in dwell 2 of 4 during their pd treatment. The cycler was rebooted, but the m75 error reoccurred on power up. The ts representative advised to discontinue using the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.